Event description:
It was reported that the lightsource is going on and off intermittently. It was further reported that it appears, the issue is related to the new safelight lightcable and the sensor in the jaw.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.